Event description:
Boston scientific crm received info that one day post implant, the electrogram strips showed atrial undersensing. It was discovered that the right atrial (ra) lead had dislodged and a lead revision procedure was performed. Following the lead revision procedure, when the pt was moved from the stretcher in the recovery room, the ra lead dislodged a second time. Another revision procedure was performed where the ra lead was explanted and a new lead was successfully implanted.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. With regard to the issue as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The cutting in the insulation occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.